Manufacturer narrative:
We have now concluded our investigation for the complaint received. No product identification information was provided and thus a manufacturing record review could not be conducted. A risk management review was carried out. Due to the fact that the final report for this complaint could not determine that the death was caused by the device used (due to the lack of information), it was determined that no further actions are required at this time. Our clinical team was asked to perform an independent investigation. The team concluded that as no supporting clinical/medical documents were provided, a thorough investigation could not be performed. Should additional relevant clinical information become available this complaint will be re-assessed.¿ the instructions for use outlines a range instances in which more frequent patient monitoring should be carried out. 'More frequent device and wound dressing monitoring, should be taken for patients who are or may be: suffering from infected blood vessels. Receiving anticoagulant therapy or platelet aggregation inhibitors, in addition to patients with intrinsic coagulation problems such as low platelet counts. Actively bleeding or have friable blood vessels or organs. Suffering from difficult wound hemostasis. Untreated for malnutrition. Noncompliant or combative. Suffering from wounds in close proximity to blood vessels or delicate fascia. When monitoring patients for delivery of therapy, ensure wound dressing is free of air leaks, fully compressed and firm to the touch.' In this case, a probable root cause is due to inherent high risk patient group who was being treated from a purulent healing process. No more information has been obtained in order to determine what was the incident being treated. The exact date of death is unknown. The patient died, but there is no reliable information indicating that the cause was the renasys go device. If additional.

Event description:
It was reported that in )b)(6) 2018, a patient undergoing treatment with a purulent process died in hospital. The exact date of death is unknown. This notification was received by a distributor who couldn't confirm the case, so a letter was sent to the hospital in order to confirm but no response was received.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. No product identification information was provided and thus a manufacturing record review could not be conducted. A risk management review was carried out. Due to the fact that the final report for this complaint could not determine that the death was caused by the device used (due to the lack of information), it was determined that no further actions are required at this time. Our clinical team was asked to perform an independent investigation. The team concluded that as no supporting clinical/medical documents were provided, a thorough investigation could not be performed. Should additional relevant clinical information become available this complaint will be re-assessed.¿ the instructions for use outlines a range instances in which more frequent patient monitoring should be carried out. 'More frequent device and wound dressing monitoring, should be taken for patients who are or may be: suffering from infected blood vessels, receiving anticoagulant therapy or platelet aggregation inhibitors, in addition to, patients with intrinsic coagulation problems such as low platelet counts, actively bleeding or have friable blood vessels or organs, suffering from difficult wound hemostasis, untreated for malnutrition, noncompliant or combative, suffering from wounds in close proximity to blood vessels or delicate fascia, when monitoring patients for delivery of therapy, ensure wound dressing is free of air leaks, fully compressed and firm to the touch.' In this case, a probable root cause is due to inherent high risk patient group who was being treated from a purulent healing process. No more information has been obtained in order to determine what was the incident being treated. The exact date of death is unknown. The patient died, but there is no reliable information indicating that the cause was the renasys go device. If additional information or the device is received, this complaint will be reopened and reevaluated.

Event description:
It was reported that in (B)(6) 2018, a patient undergoing treatment with a purulent process died in hospital. The exact date of death is unknown.